Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On approximately, (B)(6) 2025, the patient reported that his sensor was ¿not working¿ but did not provide any further information. The patient was wearing a tandem insulin pump. The patient was in the shower when he passed out. The patient did not know what his cgm was displaying prior to passing out. He also stated he did not hear an alert come from the dexcom device either. A friend of the patient found him and called emergency medical services. The patient¿s friend did not check the patient¿s cgm device. Ems arrived and transported the patient to the emergency room. The patient could not recall what his cgm values or bg meter values were during this event. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and his cgm device was removed. The patient was treated with potassium, losartan, metoprolol, and amlodipine. The patient believes he regained consciousness on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient was ¿stable¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.